Manufacturer narrative:
Insulin pump had a corroded keypad traces noted. All buttons functioned properly. No scrolling numbers noted on the display. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection

Event description:
Customer reported that the numbers on the insulin pump's screen were ramping on their own during bolus. Blood glucose level was 75.6 mg/dl at the time of the call. Customer did not recall any significant events leading up to the error. No further information was provided.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.